Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The irritation was reported to be all over the patient's back under the therapy electrode pads. The area was described as raw and blistered, causing the skin to bleed. The patient reported using (B)(6) cream on the area and that her doctor instructed her to remove the lifevest due to the severity of the irritation. During a follow-up it was reported that the irritation had improved after removing the lifevest.